Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 6 atms on the initial inflation during pre-dilation. The lesion being treated was located in the calcified and 99% stenotic mid left anterior descending (lad) coronary artery. The procedure was successfully completed with another manufacturers balloon and placement of a stent. Patient status is listed as "good".

Manufacturer narrative:
The device was disposed; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.